Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: it was stated that it displayed error 44591. Customer issue was confirmed. Pump displays various error codes when switched on. Visual test was performed. Main board, battery compartment, dso (downstream occlusion) seal and display glass will be replaced. Resolution of the reported issue was confirmed by the technician and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed error 44591. There was unknown patient involvement, and no patient harm/adverse event reported.